Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l needle shielding failed incident related to venflon prosafety g20. The needle was removed with the white needle cover, then placed on the surface. However, when the nurse was cleaning up, she was pricked by the needle. The needle cover was not covering the needle. I completely withdrew the needle from the IV cannula and heard the click sound it normally makes once the needle is covered with its safety feature (white cover) and placed it on the incopad I placed over her bed while I did the procedure. I was covering the punctured site with band aid and was speaking to the patient when I laid my hand on her bed and was punctured by the needle from the IV cannula as the needle was not covered by the said safety feature. It punctured my thumb on the left hand.

Manufacturer narrative:
Change in annex a code.

Event description:
Incident related to venflon prosafety g20. The needle was removed with the white needle cover, then placed on the surface. However, when the nurse was cleaning up, she was pricked by the needle. The needle cover was not covering the needle. I completely withdrew the needle from the IV cannula and heard the click sound it normally makes once the needle is covered with its safety feature (white cover) and placed it on the incopad I placed over her bed while I did the procedure. I was covering the punctured site with band aid and was speaking to the patient when I laid my hand on her bed and was punctured by the needle from the IV cannula as the needle was not covered by the said safety feature. It punctured my thumb on the left hand. Sample discarded in the sharps box.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Incident related to venflon prosafety g20. The needle was removed with the white needle cover, then placed on the surface. However, when the nurse was cleaning up, she was pricked by the needle. The needle cover was not covering the needle. I completely withdrew the needle from the IV cannula and heard the click sound it normally makes once the needle is covered with its safety feature (white cover) and placed it on the incopad I placed over her bed while I did the procedure. I was covering the punctured site with band aid and was speaking to the patient when I laid my hand on her bed and was punctured by the needle from the IV cannula as the needle was not covered by the said safety feature. It punctured my thumb on the left hand. Sample discarded in the sharps box.